Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the frame is broken where the seat connects, but not at a weld.